Event description:
It was reported an access port was placed initially without incident for chemotherapy administration in a pt with hodgkin's disease. Six months post placement, an inability to access the port led to the discovery of the catheter breaking off and migrating to the right atrium. Retrieval utilizing a snare was uneventful. Another access port was successfully placed without incident. The pt's condition is good. Since this device was in place for six months and no difficulty accessing the device was encountered prior to this incident, co believes initial placement, user technique during access and/or pt anatomy may have contributed to this event. However, without evaluating the device co is unable to determine the exact cause for this event. Co's directions for use for this product state: "avoiding handling this silicone rubber catheter with sharp objects. Silicone rubber may be easily cut or torn. When handling the catheter, padded hemostats, vascular clamps or tube occluding forceps should be used. Instruments with teeth should never be used. The catheter should only be grasped at the end that will be trimmed prior to insertion...when introducing the catheter, using a percutaneous approach into the subclavian vein, care must be taken to avoid passing the catheter between the clavicle and first rib. Doing so may result in pinching and/or shearing of the catheter...improper assembly may result in catheter damage, leakage or possible disconnection. When properly assembled, the r-port's locking collar should be fully engaged into the outlet tube groove and catheter should be visible through the locking collar.